Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the green pull ring cap was dislodged from the patient connector inside the unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap disconnected from the patient line connector of an amia automated pd set with cassette. The green pull ring cap had disconnected and was loose within the overpouch of the set. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.